Event description:
It was reported that the joystick on the power wheelchair displayed a motor configuration error code that allegedly stopped the chair and stranded the end user inside his home elevator. The fire department was dispatched and assisted the end user off the elevator.